Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a shocking lead impedance of less than 20 ohms during defibrillation threshold (dft) testing with the replacement implantable cardioverter defibrillator (ICD). During dft testing in least, undersensing was observed and the device was programmed to be more sensitive. When the next shock was delivered, a popping noise was heard and the shock did not convert the patient. The shock impedance was <20 ohms. Also, a fracture was observed on the rate/sense (r/s) portion of the defibrillation lead. A guidant technical services consultant discussed that the shock impedance indicated a shorted condition and the lead and device should be replaced. The fracture in the r/s would not cause the shorted shocking lead condition.